Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched, measuring out of specification at 1.208 in. In length. No damages, tears, or leaks were observed that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became stretched. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached around 300 mg/dl while wearing the pod between 24 and 36 hours. Patient reported that pod was leaking during wear. As treatment, a manual injection of insulin was delivered.